Event description:
Additional information showed the patients date of birth had been (B)(6) 1982.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal baclofen (unknown) at unknown concentration/dose via an implantable pump for intractable spasticity. It was reported that the patient inquired information about their pump that was explanted on 02/19/2024 because it was replaced and stated 'I think they said that there was a possible leak in there.' Agent inquired what events lead to this and patient stated they were having withdrawals, prompting healthcare provider (hcp) to do a dye study test and found out that 'it wasn't going through'. Patient did not provide further information. Patient stated 'the medtronic representative was there and they were going to take it over and determine what was wrong. Patient also inquired what pump model number they had and if it was the same one as last time because they did not want their current pump to have the same issue.

Manufacturer narrative:
Continuation of d10: product ID: 8709, lot #: l60849, product type: catheter. Medtronic. Submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative and patient which indicated that the patient was fine. The company representative (rep) did not send the pump back because the healthcare provider (hcp) found a break in the catheter from the suture ring on the pump which happened to be right over the catheter and severed the catheter. The hcp replaced the sutureless connector to the pump, which was where the catheter was severed, and prophylactically replaced the pump, knowing the patient would not be satisfied unless she knew she had a complete new and working system. The hcp did a catheter access port aspiration making sure there was flow throughout the entire system which there was. At that point, there was no need for the pump to go back nor did the hcp feel that it should. He also did not request that the catheter be sent back. The patient had been doing fine with her therapy since that revision and calmed down quite a bit from what it sounds like when she spoke to patient services.